Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt underwent a c2-c5 laminectomy and removal of a lesion. Overnight, she progressively lost power in both lower limbs. An MRI showed significant extradural cervical cord compression at the operative site. The pt returned where it was found that the sealant was applied had swollen and compressed the cord. The laminae and spines of c2-c5 were removed along with the sealant, except for a thin layer applied to the dura. Post surgery, the pt required rehabilitation and continues to self catheterize.